Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman laa closure device was implanted in the laa of the patient. Two months post procedure the patient had a follow up echocardiogram. The images showed that the closure device had embolized from the laa. The device was found in the descending artery. The closure device was snared out of the patient and removed through the femoral artery. There were no patient complications that occurred. A new non-bsc laa closure device was implanted successfully in the patient.